Manufacturer narrative:
(B)(4). Test strips evaluated with defect found. Returned strips produced lo reading. Most likely root cause is black chemistry observed due to improper storage.

Event description:
Customer stated his concern when he opened the box of strips and the vial was opened inside box.